Manufacturer narrative:
B3: estimated as 02/10/2020 as the the published date for the article is noted as february 10, 2020. Keijiro nakamura, md,et al. (February 10, 2020) endoscopy for incomplete endothelialization and left atrial appendage occlusion with the watchman device. Volume 13, issue 3, 10 february 2020, pages 391-393.

Event description:
Reported via journal article. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was implanted. During a routine four (4) month follow up examination, transesophageal echocardiogram (tee) revealed a mobile thrombus (27x12 mm) on the closure device. The patient medication placed back on anticoagulation mediation. After resolution of the thrombus, the patient underwent a catheter ablation procedure to control atrial fibrillation and heart failure. Following catheter ablation and cardioversion, voltage mapping was performed at the left atrial and basilar surfaces of the watchman device using a 3-dimensional electroanatomic mapping system. A small orifice was noted with partial endothelialization superiorly at the base of the closure device. Computed tomography (CT) and fluoroscopy imaging also showed minor leakage of contrast at the base of the watchman device. The size of the leak was not provided. No further patient information was provided.